Event description:
The customer reported that ccs application hung up after exposure with "ccs has stopped responding" message. They lost pt images. It is possible that the image was retaken, resulting in additional radiation exposure.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional info is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).